Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed and the allegation was not confirmed. The laboratory observations and field report were insufficient to verify dislodgement. Additionally. The deformed conductor coils was noted due to deformed (bent and curved) stylet. Moreover, continuity testing passed which indicates conductors were intact. A stylet insertion test passed without issue. Furthermore, the lead tip or helix appeared intact and undamaged. Correction on h6 patient code. Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged. This ra lead was explanted. No additional adverse patient effects were reported.